Event description:
The customer reported an "ma on in error" message. This error likely resulted in a shutdown situation without command. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The universal node printed circuit board was replaced. The system was then found to be operating as intended.